Event description:
An anesthesiologist informed integra-ls of four instances of shearing of the catheter tip-(ins-5010) noted upon removal two days post surgery. There was one event which required a surgical revision to remove the tip piece. Patient outcomes were good. No plans to remove the tips on three patients. Cross reference: (B)(4). Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.